Event description:
Before client was put onto the brancard carer has checked whether the brancard was on the brake and whether the 'flip over' mechanism was locked. Client was lying on the brancard. Carer turned client from him, in the wall direction. This was to get the sling from under the client. When the weight of the client was moved to one side, the lying part of the brancard tipped. Carer could break the fall because client stayed lying on the side support and slipped down until about 40-50 cm off the floor through the wall. Then client did fall further down and landed on the belly. Client's chest came onto the leg of the brancard and the end of the leg broke off. Carer has pulled away the brancard. Client was lying stretched at the belly on the floor. It was reported that the client had suffered crushed ribs and also bruising on the chest area.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration#(B)(4)) on behalf of the manufacturer arjo hospital equipment ab (registration#(B)(4)). Additional information will be provided following the conclusion of the manufacturer's investigation.